Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had no capture. The patient was brought in for a device change out due to high consumption, and during the procedure they determined that the lv lead thresholds were high at 7.5 v with the device and pacing system analyzer (psa). The plan was to bring the patient back to replace the device and lv lead. The patient was in chronic atrial fibrillation, so they decided to program both the right atrial (ra) lead and lv lead off. The lead remains in-service. No additional adverse patient effects were reported.